Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detector error. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: the correct date for the previously reported date returned to MFR (08/25/2017) is 08/24/2017. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "air detector error" which was reproduced while attempting to run a loaded set. The reported "air detector error" was verified through a review of the event history log by the presence of "air-in-line!¿. Functional testing found the symptom to be caused by ultrasonic sensor fluid readings which were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.